Event description:
Per the audiologist, multiple electrode anomalies were observed and it has been recommended that the device be explanted.

Manufacturer narrative:
It was reported that the patient regained normal benefit with device use. There are no plans to explant the device. This report is filed (B)(4) 2013. Implanted device remains.